Event description:
Procedure: thoraco/lung biopsy. According to the reporter: nothing wrong was found on an x-ray that was performed two days after surgery. The pt "felt chest ache" in the evening. Bleeding was subsequently detected by x-ray. Re-operation was not performed as the pt was taking panaldine for heart disease. Therefore, transfusion was performed. The pt passed away on nov 8th. Autopsy noted that bleeding occurred from a part of the thoracic wall. The part looked like it was "hollowed". The part was quite far from the incision part for port. It seemed that the cross point of duet was stiff and the point touched the thoracic wall.

Manufacturer narrative:
(B)(4)